Event description:
During surgery one of the k-wires being used ref. 1210-6450s, lot k04043f, exp. 2026-06-20 broke off and lodged into the left hip bone. Surgeon was unable to retrieve the broken piece. Stryker representative (B)(6) was present during the case.